Manufacturer narrative:
The device was not returned to olympus for evaluation. And the customer's allegation could not be confirmed. The olympus customer information center (cic) explained, the problem could be resolved by wiping the contacts of the flat connector with lint-free gauze, soaking it in alcohol, drying it, and reconnecting it. After the procedure was completed, the contacts were wiped and reconnected. No abnormalities were reported after the troubleshooting steps were completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When shipped, the device was in accordance with all specifications. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, after the connecting section of the video connector was cleaned, the b30 did not occur. Therefore, the subject event was presumably caused by adhesion of stain or foreign materials on the connecting section. This issue is addressed in the instructions for use (IFU) ¿chapter 3 preparation and inspection, section 3.6 inspection of the endoscopic image¿. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope, produced a b30 communication error. The issue was found during preparation for use in a therapeutic laparoscopic procedure. Which was completed using a similar device. There were no reports of patient harm.